Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, there was an alert for high left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.